Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that the recharger is not maintaining a connection to the implanted neurostimulator. Patient stated they've been trying to charge for the past 24 hours and it will connect momentarily, then start searching again. Agent asked patient if they had any replacement rechargers given to them since implant and patient said no, this was the original one. Agent suggested patient try a hard reset. Patient stated they had already done a hard reset not very long ago to address an issue where they were seeing an orange light on their recharger. Patient said since the reset they have not had the orange light appear again. Agent suggested patient connect recharger to ins while on the call. Patient connected recharger to ins, pulled up recharger app and confirmed "excellent connection," but then recharger went back to searching for ins. Patient stated they did receive their new belt, but still had connectivity issue with both new and old belts. Patient also stated the time to recharge the ins has taken progressively longer over the past 6 months. Patient reported being very familiar with how and when to recharge ins. Given all of this information and the age of the recharger, agent suggested replacing the recharger. Shipping information confirmed. Patient said they would try another hard reset on the recharger while waiting for the new one to come. Email sent to repair department. Patient called back and requested assistance pairing new recharger to handset. Reviewed information and patient was able to connect recharger to handset on call. Patient was able to briefly connect to ins and see battery was at 80% before recharger disconnected. Patient confirmed recharger was connecting to ins, but as previously noted not maintaining connection to ins very long, agent reviewed recharger information including option to not use belt when recharging, patient will consider doing this. Patient requested a smaller belt size to see if that would help, agent emailed repair request for size small belt.